Manufacturer narrative:
(B)(4). The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection noted that the rv df-4 set screw was completely backed out from the set screw threads. After it was placed back into the set screw threads, a torque driver was able to engage the rv df-4 set screw normally. The set screw was able to be tightened down and secured a lead normally. (B)(4).

Event description:
It was reported that the right ventricular lead could not able to screw into the device during a lead replacement procedure. The device was exchanged. The patient was stable and discharged post procedure.